Manufacturer narrative:
Evaluation summary: for investigation results. Manufacturer's reference # (B)(4). It was reported that a patient, underwent a procedure with a carto® 3 system, and noise was reported on proximal and distal electrode of the ablation catheter in carto system and ep recorder. There was no patient consequence. The procedure was prolonged for 60 minutes and cancelled due to the issue without treating the arrhythmia. The procedure was being performed in the left atrium and a transseptal puncture was performed prior to the case cancellation. The investigational analysis has been completed. The field service engineer (fse) reported that the issue solved by replacement of the backplane board. System is operational. The faulty backplane board was sent to the device manufacturer (htc). Htc RMA reported: the customer complaint was confirmed. The card failed at isolation test. Suppressor diodes d52, d1005, d63 were found faulty, that caused reported problem. A device history record review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment. Management is notified of failure analysis through the monthly trending reports. No significant trends have been identified at this time; therefore no CAPA activity is required.

Event description:
It was reported that a patient, underwent a procedure with a carto® 3 system, and noise was reported on proximal and distal electrode of the ablation catheter in carto system and ep recorder. There was no patient consequence. The procedure was prolonged for 60 minutes and cancelled due to the issue without treating the arrhythmia. The procedure was being performed in the left atrium and a transseptal puncture was performed prior to the case cancellation. Based on the information provided, stating that the patient underwent cardiac ablation procedure under general anesthesia and transseptal puncture had been performed prior to the case termination. The procedure had to be terminated due to carto system malfunction. Therefore, cardiac ablation catheters are not considered as contributory to the procedure cancellation. There were no consequences to the patient. By physician assessment the risk to patient is considered to be low for this malfunction.

Manufacturer narrative:
The hardware investigation has begun, but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).